Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. An analysis of the customer provided images confirmed the part number and that there was breakage at the tip of the device. The tip had bent prior to breaking. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include rough sterilization processes, greater use than anticipated for the device, or greater force than anticipated on the device. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the tip of the arthropierce 45 right was broken. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.